Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition or determine any malfunction that may have caused or contributed to the medical event. The user guide emphasizes to check blood glucose frequently to detect and respond to the medical event. The user guide emphasizes to check blood glucose frequently to detect and respond to high and low blood glucose promptly. Product lot qualification records could not be reviewed since no lot number was provided.

Event description:
A certified diabetes educator (cde) reported that a customer is in the ICU. Cde "thinks" customer had a heart attack. Customer had large ketones and is on an insulin drip. Customer wears a pod and a cgm. The pod was removed and discarded by the dr. We were unable to reach the customer to confirm diagnosis.